Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep that indicated the patient's revision was rescheduled for (B)(6) 2017.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-33, lot# va0l8ck, implanted: (B)(6) 2016, product type: lead.

Event description:
It was indicated by a healthcare professional via the manufacturer representative that the patient reported leg pain with stimulation on (B)(6) 2016. On (B)(6) 2016, the device was reprogrammed and the leg pain was avoided. On (B)(6) 2017, the patient was still reporting leg pain in addition to a tingling and burning in the buttocks. X-rays obtained by the healthcare professionals showed that the lead had migrated distally. There was revision surgery planned for (B)(6) 2017. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-may-19. The patient reported that they still had a thing in their right butt cheek and that was why it had to be redone. The patient stated that they had experienced stimulation that went all the way down their right leg and that they noticed it again after the ins was repaired. The patient¿s husband spoke to a manufacturer representative (rep) the day after their surgery and told the rep that the patient was experiencing stimulation down their leg. The rep advised to have the patient turn stimulation down to where they could not feel it. The patient noted that they did and it was better, but they could still feel it. The patient¿s stimulation was set to about a 1 but it was indicated to be on another program. The patient then saw a healthcare professional (hcp) that tried other programming, the patient noted some of the programs were worse and it felt like they were being burned. The patient stated that they thought they were going to take the ins out but thinks that it was determined that nothing was wrong with the device. The patient noted that there had never really been a clear explanation of what occurred but they knew for sure that the leads had migrated almost immediately after the implant procedure. The patient reported that it was determined that the surgery would have to be redone and that the leads had migrated because none of the sensations were in the saddle area. The patient noted that the sensations were all in their butt cheek going down as far as their foot on their right leg. The patient stated that the hcp turned the ins off and scheduled them for surgery in (B)(6) but that was rescheduled to (B)(6). The patient reported that to the best of their knowledge the leads were changed or they were just checked to see if they were still connected, the patient noted that they were unsure. The patient reported that the hcp had stated that it did not need to be replaced and was working fine. The patient noted that they could tell that they had been opened up and re-sewn. The patient was advised to follow up with a healthcare professional (hcp). No further complications were reported or were expected.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID 3889-33, lot# va0l8ck, implanted: (B)(6) 2016, product type lead.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017 additional information was received. It was reported that the revision was now scheduled for (B)(6) 2017.

Event description:
Follow-up with the manufacturer representative indicated the patient's lead had migrated and was subsequently removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.